Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported that a patient endured an episode of ventricular tachycardia during impella rp flex support. The patient was cardioverted and amiodarone was pushed to treat the condition. It was noted that the measured flow rate around this time was below the expected range for the set p level. The patient decompensated into liver failure later that day and passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of low pump flow and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Low pump flow: the data logs show on (B)(6) a motor current spike which caused a shift in pump parameters: there was a sharp decrease in purge flows with a rise in purge pressure. The pump flows also decreased at that instant and there was a placement signal spike. The flows remain lower after the motor current spike. Placement signal trends up for the remainder of support while pump flows trend down. The root cause of the low pump flow was most likely biomaterial as evidenced by the motor current spike and its effects on pump parameters in the data logs. Vt: as the necessary information was not provided, the root cause of the vt/vf was not determined. Thrombus failure mode added due to log analysis revealing ingestion. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.